Manufacturer narrative:
E1: patient city: (B)(6). Patient country: portugal. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in portugal. It was reported that the patient visited the emergency room (ER) and was subsequently hospitalized due to hyperglycemia and vomiting on (B)(6) 2026. The blood glucose level was 568 mg/dl and ketone value was 0.2 mmol/l at the time of the event, and the patient was treated with insulin. The patient was hospitalized for more than 24 hours. No further information available.